Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure on an unknown date. According to the complainant, during the procedure, the trip wire broke. There was no difficulty in setting up the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband device with the irrigation catheter, velcro strap and ligator head for analysis. A visual examination of the ligator head found all bands were deployed and the ligator head teeth were noted to be undamaged. The trip wire was broken 46cm from the proximal loop of the trip wire, and the other section of the trip wire was not returned. There was evidence that the trip wire was secured in the handle assembly slot during the procedure. An examination of the handle assembly found the shank to have partially detached from the handle bracket. The ultrasonic energy directors of the shank and handle bracket were properly melted and the joint appears to have been properly ultrasonically welded. The section of the shank that was attached to the scope noted some damages. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure on an unknown date. According to the complainant, during the procedure, the trip wire broke. There was no difficulty in setting up the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.